Event description:
The (B)(6) distributor had returned battery pack (B)(4) to zoll lifecor stating the battery had several battery pack faults.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery pack faults) was confirmed. The cause of the battery not fully charging was a broken white wire on the battery pca board where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack.